Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when opening up the packaging before use for a surgery, the bd insyte¿ IV catheter tip split open. The following information was provided by the initial reporter, translated from spanish to english: "during a surgery when opening the primary packaging of the insyte 20gax 1.16 it was detected that there was the plastic that enters the vein." "The problem that was detected was that when opening the package, the tip of the catheter opened, therefore because it was opened, it couldn't enter the vein."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for evaluation but bd was provided with a photo of the defect for investigation. Our quality engineer reviewed the provided photo and observed that the tip of the catheter appeared damage. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample a definitive root cause could not be determined. However, the observed damage was most likely caused by an issue with the catheter tipping machine. The manufacturing facility has been notified of this incident and the findings. The tipping machine has been inspected and any necessary maintenance has been performed. DHR was performed. This lot was reviewed regarding the tests of ¿damaged component¿ and the penetration test of: ¿needle tip¿, ¿catheter tip¿ and ¿drag catheter test¿ and were not evidenced records of failure of these tests or something that could clearly lead to claimed. However, for batch 0022351 in the tipper catheter tipping process, manufactured from 23-jan 2020 to 26-feb-2020, bad catheter tip records were evidenced, which may be related to the incident in question. It is noteworthy that adjustments related to the catheter tip to improve the quality of the catheter tip are performed by the area operator / preparer according to procedure dct024-0. These adjustments were evidenced during the batch history analysis. H3 other text : see h.10.

Event description:
It was reported that when opening up the packaging before use for a surgery, the bd insyte¿ IV catheter tip split open. The following information was provided by the initial reporter, translated from spanish to english: "during a surgery when opening the primary packaging of the insyte 20gax 1.16 it was detected that there was the plastic that enters the vein." "The problem that was detected was that when opening the package, the tip of the catheter opened, therefore because it was opened, it couldn't enter the vein."